Manufacturer narrative:
Investigation summary: two sample units were received for evaluation by our quality engineer. Upon visual inspection of the two samples, the thumb press of one sample was observed broken and the tip of the second sample was observed bent. A device history record review was completed for the provided lot number (1805271). During the assembly process of lot number 1805271, a molding defect was detected which was contributing to bent tips. Once the defect was detected, all defective samples were rejected and the mechanical team repaired the failure. There were no quality issues found during the production of lot number 1805271 that could have contributed to the broken plunger rod. Investigation conclusion: it has been determined that the bent tip was a result of an undetected defect during the rejection process for the molding issue. Root cause description: a cause for the broken plunger rod could not be determined based on the investigation results. Rationale: based on occurrence it was determined no corrective action is taken at this time. Complaints received for these defects will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringes had issues with breakage in various places, including a broken plunger and cracked luer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringes had issues with breakage in various places, including a broken plunger and cracked luer.